Manufacturer narrative:
Steris has notified the supplier, (B)(4), of the reported event. The device subject of the reported event was not returned for evaluation. Without the return of the device, a root cause could not be determined. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available

Event description:
The user facility reported that during a patient procedure two assurance clips fell off the device into the patient. The clips had to be retrieved using a net. The procedure was completed successfully using another assurance clip. No report of injury.

Manufacturer narrative:
The supplier reported that the assurance clip may have not stayed on the mucosa due to too much tissue being grabbed. Steris offered in-service training on the proper use and operation of the assurance clip; however, the user facility declined. The DHR for the lot subject of the event was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A 2-year complaint review was conducted and confirmed this to be an isolated event. No additional issues have been reported.